Event description:
It was reported that the bed was in trendelenburg position towards the head end of the bed as a resuscitation measure for a haemodynamically unstable patient. The patient blood pressure was extreme low. The caregivers could not to level the bed to a flat position. Arjo technician tested all the functions of the bed and could not find a fault. The reported error at the time of the incident was e301. The patient passed away. The customer stated that the patient was critical and that the bed fault could not have contributed to the patient¿s death.